Manufacturer narrative:
Recall: z-1839-2015.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent abdominoplasty procedure on an unknown date and suture was used. Five days post-operatively, the patient¿s sutures had not fallen out on their own as the surgeon expected. The surgeon removed the sutures and noticed that the box of suture was not labeled with ¿fast absorbing¿. Additional information has been requested.